Event description:
A patient service representative contacted zoll customer support to report check therapy pad messages while fitting (B)(6) female patient. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. Upon evaluation, the pulse wire from the distribution node to the front te cable was damaged. The root cause of the damaged wire could not be positively determined. No adverse event resulted from the damaged pulse wire. The patient received a replacement electrode belt.